Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned for analysis. Insulation degradation was found distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.